Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/14/2018 that on (B)(6) 2018 the patient did not receive an expiration alert when they were supposed to. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.